Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2011, inratio: 1.1, lab: 3.2. Test were compared one hour apart. Pt self tester obtained 1.1 result after 2 previous attempts at testing. First test resulted in nes error. Then retested on a second finger and could not get a result. Tested a third time on the first finger he originally punctured and resulted in the unexpected low result of 1.1 all three test were tested consecutively. Customer reports always having difficulty obtaining sample and milking the finger. Pt has been testing on the meter for three months.

Manufacturer narrative:
Investigation pending.